Manufacturer narrative:
The product remains implanted and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that seven years post implant of this pulmonary valved conduit in a pediatric patient, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to pulmonary insufficiency and stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.